Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts to obtain the following information have been made, although not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: m.s. Reich, k.a. Ezzet / arthroplasty today 4 (2018) 71e73. Doi: http://dx.doi.org/10.1016/j.artd.2017.03.009.

Event description:
Title: a nonsurgical protocol for management of postarthroplasty wound drainage author: michael s. Reich, md, kace a. Ezzet, md. Citation: m.s. Reich, k.a. Ezzet / arthroplasty today 4 (2018) 71e73. Doi: http://dx.doi.org/10.1016/j.artd.2017.03.009. This study performed a retrospective analysis of persistently draining hip and knee arthroplasty wounds treated with a protocol consisting of a combination of surgical site aspiration, closure of open wound edges, cessation of anticoagulants, activity modification, and antibiotics (in select patients). Between 2008 and 2016, 24 patients with 25 draining wounds (mean age was 67.7 ± 10.4 years, women was 66.7%, average mean bmi was 34.3 ± 7.5 kg/m2 and 29.2% had a bmi>40.0 kg/m2) underwent tka and tha and presented acute postoperative period with persistent wound drainage beyond post-operative day 5 were included in the study. Dermabond (ethicon) was applied in areas with no wound dehiscence but focal area of the incision appeared to be the source of drainage. Method of facilitated wound closure were as follows: dermabond (ethicon) alone (n=4), steri-strips alone (n=3), sutures alone (n=2), sutures and dermabond (ethicon) (n=2), sutures and steri-strips (n=1), dermabond (ethicon) and steri-strips (n=4), sutures, dermabond (ethicon) and steri-strips (n=1). A tha patient presented persistent bloody drainage (n=1) 3 days after protocol and was treated with a surgical debridement and hematoma evacuation. The draining arthroplasty wound remains a vexing problem. Careful clinical evaluation coupled with this protocol along with close clinical follow-up may be appropriate in select patients to help reduce the incidence of reoperation and the associated morbidity and cost.